Event description:
Pt had order for 5fu continuous infusion 2,400 mg/m2 (4,650 mg) to infuse over 46 hours filled on (B)(6) 2017. Pharmacy prepared reservoir bag with 93 ml + 3 ml overfill 5-fu 50 mg/1 ml per normal procedure. When pt returned on (B)(6) 2017 for pump disconnect, infusion rn noted reservoir bag in walkmed 350vl infusion pump was still full, no alarms had sounded, and pt indicated that she had felt pump vibrating all the time she had worn it. Green light on pump was still flashing. Pump reading indicated 93.3 ml had infused. Fill volume of 96 ml confirmed by rph after retrieving preparation pictures in doseedge. Bag taken to pharmacy, and pharmacy tech measure 94 ml still in bag. Some small bubbles noted in tubing connecting reservoir bag with the infusion pump.